Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer has had 3 false threshold suspend alarms in the last month. Customer's blood glucose reading is 381 mg/dl, but her sensor reading is 64 mg/dl. Customer has been having issues in the 3rd month of using the device. Caller stated that the sensor usually gives erroneous data before the sensor ends. Customer changed her pump site and caller stated that all is well. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.